Event description:
Allegedly, per surgeon, patient had elevated metal levels in her system. The conserve cup and profemur z stem were well fixed. Surgeon used dual mobility (medacta) to revise hip. Only a phac1232 neck was used for revision. The neck removed was not visually able to get lot number.